Event description:
New tank came into the respiratory department with a psi reading of 1701. Problem with tanks regulator. Tank was flagged and sent back to aero allgas (oxygen distributor).these gauges have been acknowledged by the manufacturer western to be defective at unknown rate and are repairing via the oxygen distributor.